Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, in 2008 the patient began reporting dizziness, tinnitus, unusual sound quality and decreased performance with the cochlear implant system. The patient's sound processor was reprogrammed about 11 days later. However, the patient discontinued use of the sound processor the following day, due to worsening of the symptoms. An integrity test done at about 10 days later, showed atypical waveforms. Explant/reimplant surgery is planned, but had not been scheduled as of the date of this report.